Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: b.5., h.6., h.11.

Event description:
Healthcare professional reported "breast felt firm upon exam". Healthcare professional later reported "malposition, capsular contracture and migration". This record is for the right side. Device was explanted. Patient undergo a capsulorraphy and a capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of varied injuries is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: varied injuries.

Event description:
Healthcare professional reported "breast felt firm upon exam". This record is for the right side. Device was explanted.